Event description:
The pt was scheduled to have a surgical procedure (pars plana vitrectomy with capsulotomy) on the right eye. In the operating room, the surgical technician passed tubing off of the sterile field to the circulator (rn) in order to have the tubing connected to the appropriate ports. According to staff, it appears that the vitrectomy line and gas line were connected incorrectly to the vitrectomy machine. This incorrect placement of lines caused an increased pressure in the irrigation bottle, as well as an increased pressure within the operative site. Staff indicated that the potential for making same mistake could happened again despite fact that port sites are labeled. (Issue here is the position of the machine at the foot of the bed as the nurse does not have adequate visibility of port sites when connecting tubing.)